Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the mass is breaking down in center of the moldable convex wafers within 1-2 days wear time causing lacerations to her stoma. This issue was first noticed in late december when she felt a pinching sensation along the left side of her stoma. She removed the wafer and noted a laceration on the left side wall of the stoma near skin level. There was no bleeding, but there was a small white slit in the stomal tissue with a small amount of clear drainage from the site. She noticed a portion of rigid plastic exposed where the center of the mass had deteriorated in one of the wafers. She continued to use the wafer from these two (2) market units but had to change every 1-2 days due to mass breaking down in center. Her normal wear time is three days. She then started using an unknown brand of barrier rings and reports the laceration on the left side of the stoma is now almost fully resolved. On (B)(6) 2019 she noticed a new laceration on the top edge of the stoma. It is also at skin level and appears as a white slit in the tissue. No bleeding was noted. She applied a barrier ring around her stoma and applied a new wafer. She was advised to discontinue using any wafers from the affected market units. No medical treatment was necessary for the stomal lacerations.